Event description:
It was reported that the pt rec'd a znn cmn nail 11.5mmx34cm 130 l on an unknown date and underwent a revision surgery due to a breakage of the nail.

Manufacturer narrative:
The manufacturer did not receive the explanted devices for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).